Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention may be undertaken due to a change in coverage. Additionally, x-rays may be ordered by the physician. Reportedly, the patient has experienced several falls. The original pain pattern was right buttock, back and upper leg.